Event description:
The atrial lead was found to be dislodged on (B)(6) 2013 and was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.